Event description:
The customer's mother reported via phone call that the customer lost the transmitter. The customer also experienced low blood glucose levels. The customer's blood glucose was 32 mg/dl. The customer's mother stated that the customer treated the low blood glucose with food and a glass of orange juice. The customer's mother declined troubleshooting for the low blood glucose at the time of the call. The customer's mother was advised on the follow up procedure. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.